Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the cause of the ventricle perforation was use related and occurred during positioning of the device in the ventricle. The failure mode will be monitored and trended.

Event description:
The complainant reported a 68-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced a ventricle perforation. It was documented that the catheter perforated the apex of the left ventricle while attempting to position the pump. The pump was pulled back into position and sutures were applied to treat the perforation. The patient was considered stable following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.